Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open foil labeled as pds9237 product code, lot number 107bgs, expiration date 2027-02-28. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, sutures snapped from needle after the first bite into tissue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: additional information received from sales rep via email on 20 nov 2025. 1. Were there any patient consequences or adverse events? Ans: no adverse event received update from sales rep via ms teams on 08 dec 2025 that the hospital/hcp kept the packaging only and not the actual defective needle. Sales rep still sent the packaging back to j&j pinnacle office on 08 dec 2025. However, the packaging will not be returned to source for investigation as no investigation outcome can be obtained from the packaging alone. Photo of the packaging from sales rep will be attached as evidence. "I just realized phkl did keep the complained pds sutures , but I cant collect today as the pic is not around, and im going for 2 week leave after this, I will send back the sutures once im back from my al additional h11: opened 2 pieces and both snapped midst of suturing. Was surgery delayed due to the reported event?: no, was procedure successfully completed?: yes, were fragments generated?: unknown, if yes, were they removed easily without additional intervention?: unknown, patient status/ outcome / consequences: no adverse event was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(6). Device property of: none, device in possession of: none. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "